Event description:
It was reported that the day after the lead was implanted, the patient fell in the shower. The right ventricular lead exhibited loss of capture when the patient got up and moved around; the patient was presyncopal during these events. A chest x-ray revealed that the lead had dislodged. The lead was successfully repositioned and the patient was stable after the procedure.

Manufacturer narrative:
(B)(4).